Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported recurrent tricuspid regurgitation (tr) was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2023, the discharge echocardiogram noted a possible single leaflet device attachment (slda) with the xt anterior-septal triclip. Reportedly, the patient continued to experience dyspnea and fatigue, suspected as multifactorial and not attributed to the tr. Per account, the patients clinical condition has not worsened. That the clinical symptoms have remained consistent and are not attributed to valvular disease.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed to report the single leaflet device attachment and recurrent regurgitation. The recurrent regurgitation occurred following device approval in this geography. Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with severe tricuspid regurgitation (tr) and a small right atrium. The triclip delivery system advanced. However, inadequate height was noted as the triclip was level with the valve leaflets before implant attempt. The triclip arms had not been opened and it was decided to replace the devices for more height. Upon removal of the triclip into the tsgc, a torn chord from the anterior leaflet was observed. The tr increased to torrential following. Another access site was obtained and another tsgc was successfully placed with adequate height. The replacement triclip was placed at the anterior-septal location with the torn chord, reducing the tr from grade 5 to grade 3. Another triclip were successfully delivered and deployed, reducing the tr to mild. On (B)(6) 2023, the discharge echocardiogram noted a single leaflet device attachment (slda) with the anterior-septal triclip. On (B)(6) 2024, another follow-up echocardiogram was performed. The tr had increased to severe and the same slda was noted. No additional treatment was reported.